Event description:
While at bedside, blood noted to be leaking from port. With further inspection, visible break in catheter tubing just about neutron cap noted. Immediately deaccessed, notified team, reaccessed with 22g 3/4 in needle and drew blood cx.